Event description:
It was reported that during a da vinci s sacrocolpopexy procedure a large suturecut needle driver instrument had exposed wires. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged but does exhibit some wear. The cable segment stuck out at the instrument's wrist at approximately .2880 in length. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.